Event description:
After iabp for seven hours, the iab leaked. The iab was removed and a second was inserted. On 1/22/97, datascope received the mandatory medwatch form from the user facility; uf/dist report number: not provided. On 1/22/97, the following info was reported to datascope: the iab was inserted into the pt on 1/3/97. On 1/5/97, sudden bright red blood was noticed in the balloon catheter and iabp was discontinued. Manual pressure was applied to the iab removel site due to the pt coagulopathy. This was reported as an adverse event. The pt required increased doses of inotropes. Inspite of several calls to the facility, the iab was never returned to datascope for evaluation. Event complications: none-rpt'd 1/10/97; bleeding at removal site - rpt'd 1/22/97. Pt current status: stable - rpt'd 1/10/97.

Manufacturer narrative:
Evaluation: the product was not returned or released to datascope for evaluation.